Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The embolization coil was intact with the pusher assembly and had offset coil winds near its proximal end. Conclusions: evaluation of the returned device revealed the smart coil embolization coil had offset coil winds near its proximal end. If the smart coil is forcefully advanced while the introducer sheath is not properly aligned inside the hub, the coil winds may become offset, and resistance may be experienced. The offset coil winds caused resistance when advancing the smart coil during functional analysis. The non-penumbra microcatheter mentioned in the complaint was not returned for evaluation. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the major aortopulmonary collateral artery (mapca) using penumbra smart coils (smart coils). During the procedure, the physician successfully deployed and detached multiple smart coils in the target vessel using a non-penumbra microcatheter. The physician then experienced a gritty feeling while advancing another smart coil through its introducer sheath, and then experienced resistance; therefore the smart coil was unable to advance through the hub of the non-penumbra microcatheter. The smart coil was then removed and the procedure was completed using the same microcatheter and additional smart coils. There was no report of an adverse effect to the patient.